Event description:
Medsun report received concerning a chemo leakage incident with use of set-up consisting of ch-13 bag spike with clave additive port and unk IV bag with drip chamber and tubing sets. The medsu report describes the event as follows ".. IV tubing delivering chemotherapy was noted to have a slow steady leak at site above the drip chamber. A chemo spill kit was obtained. Chemo admin was stopped and the remaining chemo volume was noted per physician note. IV bag and tubing were taken down, triple bagged, and returned to pharmacy. IV pump disinfected by environmental health services and a new IV pump obtained. Pt was instructed to wash hands thoroughly". Add'l info and device return/set-up devices were requested. As of the date of this report there has been no response from the facility contact(s).

Manufacturer narrative:
Findings: the involved devices/set-ups were not returned for analysis and verification. There were no reported visual defects/component damage(s) with the involved ch-13 device. The exact cause(s) of the reported event, product experiences/issues are unk. This report and the associated info have been entered in the MFR's database for analysis and trending. Method code, other - a two year review of the complaint database for ch-13/general leakage issues did record add'l reports. A review of those device return investigations identified mixed findings including usage/errors; no defect found; unk. There were no findings that identified/verified a contributing mfg/design related non-conformance. A review of the mfg lot build database for the reported lot# 2798540 (mfg date 12/2013) showed (B)(4) units were manufactured, tested, inspected and released. There were no exception documents generated during the lot builds.